Event description:
The customer alleged discrepant results generated from a cobas liat system ((B)(4)). A customer from the united states alleged that they received a potential false positive sample for the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system ((B)(4)). On (B)(6) 2021 the customer reported that they received sars-cov-2 negative, influenza a negative and influenza b positive results for a patient sample analyzed on the cobas liat system ((B)(4)). A repeat test for influenza a & b was ordered by the physician no order for sars-cov-2 retest. A repeat test using the same patient sample was analyzed on a different platform the luminex nextag rpp panel that generated influenza a negative and influenza b negative test results. Patient sample was collected using nasopharyngeal swab media type not provided. The customer confirmed there was no allegation of harm to the patient. The negative influenza a & influenza b results were reported out to the patient and/or personnel treating the patient, no sars-cov-2 results were reported. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Through the dataset provided the alleged run could not be identified. A review of the dataset did not identify a systematic issue. As the issue was not impacted by the sample, the complaint sample was not requested. The product meets specification / no product problem found. Corrections was made to section d the initial MDR was reported as the cobas liat system it has been determined that the customer's allegation is associated with the cobas sars-cov-2 & influenza a/b test. (B)(4).